Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reports "shutters" or dark arcs in both eyes. Additional information, including pt status, has been requested. This report is for the right eye; left eye: MDR # 1119421-2007-00292.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 07/12/2007. Additional information was requested 06/13/2007, 06/15/2007, and 06/25/2007 by phone, mail and fax. Additional information was received 06/13/2007 by phone. A completed questionnaire has not been returned.